Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. The no output condition was the result of battery depletion. Visual analysis revealed lifted hybrid bond wires.

Event description:
It was reported that the patient received emergency care for fatigue, weakness, and dizziness. It was also noted that the device could not be interrogated and suddenly failed. It was noted that the battery impedance had been increasing continuously at previous followup interrogations. The device was explanted and replaced. No further patient complications have been reported as a result of this event.